Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the drain used was a multi-channel drain made by covidien. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? No further information is available. What were the diagnosis and indication for the index surgical procedure? Anterior cervical fusion surgery. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. What is the lot number? No further information is available. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? No further information is available. Where was the surgicel used (on what tissue)? Anterior cervical spine. How much surgicel was used during the procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? No further information is available. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? No further information is available. What is the patient¿s current status? No further information is available.

Event description:
It was reported that a patient underwent an anterior cervical fusion procedure on (B)(6) 2021 and absorbable hemostat was used. An excessive amount of absorbable hemostat was cleaned off and a 10fr multi channel drain was placed. The amount of the drained fluid was 20-30 cc, immediately after the surgery. The surgeon had a concern of a clog in the drain and the risk of hematoma causing dyspnea. An emergency hematoma removal operation was performed on (B)(6) 2021. During the reoperation, bleeding was not observed, however a black lump appeared. It was found in the drain and had become hard around the tip of the drain. The surgeon judged the clogging with the drain was apparently caused by the absorbable hemostat. Additional information was requested